Manufacturer narrative:
Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4).

Event description:
The customer owned device was previously returned to pentax medical from a customer on 21/aug/2019 and inspection of the unit was performed on 30/aug/2019 where the quality control inspector found the following: distal cap - fixed type failed seal integrity inspection, insertion tube gauge/dig at stage 1, passed dry leak test, shield cover corroded, air/ water socket cylinder o-ring chipped, primary operation channel resistance, insertion tube root brace broken, eto vent valve loose inner shaft, passed wet leak test, suction tube resistance, # 2 remote control button cover cracked, light carrying bundle distal cover glass middle chipped, prism lens chipped, pve electrical connector frame mild corrosion. Inspection of the seal between the distal body and distal cap was performed and the device failed the inspection criteria. The scope's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with miscellaneous parts, and returned to the customer upon completion. Parts replaced: air/water tube, deflector operating wire, deflector staycoil, operation channel, adjusting collar, angle wire, bending rubber, segment attaching screw, insertion flexible tube, root brace rubber, segment assy attaching screw, insertion flexible tube, root brace rubber, segment assy attaching screw, objective prism assy, rl pulley assy, ud pulley assy, remote control button, lcb distal cover, eog valve assy, suction channel lg, o-rings and seals, distal case/cap, deflector body link.